Event description:
It was reported that farastar catheter connection cable was selected for atrial fibrillation pulmonary vein isolation. It has been mentioned that the tech noticed the end of the cable was submerged in saline. To avoid the potential catheter complications, a new catheter connection cable was used to complete the procedure. No patient complications occurred. The device is not expected to return as disposed.